Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected to the device at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. During troubleshooting, nothing unusual was noted with the supplies or the set up that could have caused or contributed to the reported alarm. The technical service representative assisted the patient with clearing the alarm and ending therapy. The patient was to complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.